Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient¿s representative reported that the handset completely stopped working on friday night. It would not turn on, charge, or do anything. The agent walked the caller through a power on restart and the caller was able to power on the handset. The caller then stated for at least the past 6 months the handset had been lagging at 91% when the patient was trying to bolus. The patient¿s boluses were 10 per day. The agent reviewed data and was able to walk them through deleting the data and the patient was able to connect to the pump with no lag. The caller will call back if they need further assistance.